Manufacturer narrative:
Device is a combination product. Device evaluated by MFR:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID#:2134265-2013-07312. (B)(4) study. It was reported that chest pain occurred. In august 2009, the subject's qualifying condition was unstable angina. Cardiac catheterization was recommended. The index procedure was performed. The target lesion was located in the mid right coronary (rca) artery with 70% stenosis, a length of 8 mm, and a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation using a 3.5 x 12 mm apex balloon catheter, and placement of a 3.50 x 12 mm study stent with 0% residual stenosis. The subject complained of chest pain scaling 5/10. Heparin 2,000 units was administered intravenously. The chest pain decreased scaling 2/10. A non-target lesion located in the proximal lad (cass site 12) was treated with pre-dilatation using a 2.5 x 15 mm maverick balloon and placement of 3.0 x 12 mm promus stent. During intervention, there was a plaque shift noted in to the ostium of the diagonal branch. The subject also complained of chest pain during intervention, 100 mcg nitroglycerin was administered. The plaque shift noted in the non-target lesion located in the ostium of 1st diagonal (cass site 15) was treated with balloon angioplasty using 2.5 x 15 mm maverick balloon and placement of a drug-eluting stent. During intervention, the subject complained of chest pain, 200 mcg nitroglycerin was administered. Two day post procedure, the patient was discharged on aspirin and clopidogrel. In september 2012, the subject presented with exertional chest tightness with pain radiating between his shoulder blades. The subject was hospitalized on the same day. The 80% in-stent restenosis of the previously placed study stent noted in mid rca and was treated with placement of 3.5 x 24 mm non-bsc promus element stent. In addition, the 80% stenosis noted in distal end of the previously placed stent in mid lcx was treated with the placement of 3.5 x 12 mm non-bsc promus element and post-dilatation with 0% residual stenosis. The subject was discharged. In (B)(6) 2013, the subject presented with stuttering back pain radiating to left arm and the subject was hospitalized on the same day. The 90/95% stenosis noted in proximal rca was treated with the placement of 3.5 x 28 mm non-bsc drug eluting stent. Post -dilatation with 0% residual stenosis. One day post procedure the subject was discharged.